Event description:
It was reported that at a device check, two episodes of non-sustained ventricular tachycardia were noted two days prior. Electromagnetic interference on the cardiac resynchronization therapy defibrillator (crt-d) resulted in the nsvt episodes. The patient reported that they had gotten close to a running table saw that was not grounded properly and stated that they received a shock from touching the base of the table saw (not from the device). The patient was educated on the effect this could have on their device. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.